Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited infection. Reportedly, the left ventricular (lv) lead was turned off due to elevated threshold and battery longevity was approaching explant. With two years remaining after the programming, the patient had a heart failure, and the physician might want to turn the lv back on and it takes 30 days of longevity. As of this time, the crt-p, along with the right atrial (ra) lead, right ventricular (rv) lead and lv lead, remain in service. No additional adverse patient effects were reported.